Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, in the #2 position for cool down, the pump would not rotate. (There is no flow in the #2 position). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Unit was acquired by cardiovascular perfusion from a company that refurbishes medical equipment. The field service rep (fsr) went to perform preventative maintenance (pm) on the unit to make sure it was in working condition before the customer uses it. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.